Event description:
On (B)(6) 2025, a patient (pt) in argentina called to report a corneal ulcer in the right eye (od) "3, 4, or more years ago" while wearing an acuvue® 2® brand contact lens (cl). The pt visited an eye clinic and was prescribed two eye drops (name and frequency not provided), underwent "a light-based eye test," and "used a patch for few days while the eye healed as protection." The pt stated that the eye recovered, and the pt has been able to continue using cls. The pt refused to provide further medical information. No additional information is expected. This od corneal ulcer is being reported as a worst-case event as verification of the pt¿s diagnosis and treatment could not be obtained from the treating eye clinic. The date of the pt¿s event is being recorded as 01jan2020 as the exact event date is unknown. The lot number of the suspect product is unknown. The od suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.